Event description:
It was reported that the implantable pulse generator (ipg) was at vvi65 mode with an estimated longevity of 25 months. The device had been implanted for less than 3 years. It was also reported that there was high battery impedance. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant product :1488tc competitor implantable pacing lead (B)(6) 2006. (B)(4).